Event description:
It was reported that during an unk procedure, clips did not form correctly and did not stop the bleeding. The site used a new device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.